Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider, via a manufacturing representative, indicated the coil was not detached in the vessel. Using the same products, the procedure was completed well, and the patient was alive with no injury.

Manufacturer narrative:
The implant coil was already detached and missing from the pusher. The ai, coupler tube and positive load indicator were present and intact. However, the pushwire was found to be broken at the break indicator (manual detachment location); retained by the release wire. Kinks and bends were found at 14.0cm to 42.0cm from the proximal end of the pushwire. The coin was not present at the lumen stop as it was pulled back. No damage was found with the coin. The coil shield was present and intact; but stretched. The lumen stop inner diameter (ID) was measured to be 0.00269¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed, the customer report of ¿non-detach¿ was not confirmed. The root cause could not be determined as the concerto pushwire was returned with the implant coil was already detached from the pushwire. The pushwire was broken at break indicator (the manual detachment location); with the release wire pulling back. In addition, the coin was not located at the lumen stop as it was pulling back. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Furthermore, the pusher was bent and kinked at several locations; indicative of high tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was not detached in the vessel. Using the same products, the procedure was completed well, and the patient was alive with no injury.